Event description:
A customer contacted baxter technical services(bts) regarding assistance with a high drain 104 alarm at the end of therapy on the homechoice machine(hc). The technical service representative(tsr) assisted the home patient(hp) to clear the alarm and review the ultrafiltration(uf) results for therapy. The hp had a cycle 1 uf of 255ml, cycle 2 uf of -130ml, cycle 3 uf of -250ml, and cycle 4 uf of 2026ml. The hp stated she never felt any different and she is filling fine now. The tsr stated they would notify the nurse of the alarm meaning. The nurse was contacted on (B)(4) 2012. The nurse stated that the hp did not develop any adverse reactions or require any medical intervention. The nurse stated the hp did not report any further issues and they were currently performing therapy without any complications. The hc unit was operational. There was patient involvement.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The reported issue was confirmed over the phone. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult. The assignable cause was undetermined.